Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 & 1058196-2012-00262.

Manufacturer narrative:
During the coil embolization procedure of the vertebral artery aneurysm (not calcified and not tortuous), when advancing an enterprise vrd (enc452812/10106627) in a prowler microcatheter (catalog and lot unknown), severe resistance occurred at the distal section of the microcatheter. Both the vrd and the microcatheter were safely withdrawn as a unit and the procedure was continued using new products. Afterwards, the procedure was completed with no further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the mc or the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. No further information is available and procedural images are not available. The device history record review of the prowler select plus could not be completed since the lot number is not known. A non sterile unit of enterprise delivery system and prowler microcatheter were received tangled and coiled in a sealed clear pouch. The original pouch (packaging) was also received, it was opened on the correct side. A lot of traces of dried blood were observed inward and on the external of body of the prowler microcatheter. A bent condition of the enterprise device was observed at 32cm from distal tip, the introducer tube was observed without stent the stent was found trapped and deployed in the prowler microcatheter hub (deployed). Functional analysis was performed according to procedure. The delivery wire, without the enterprise stent which had been deployed, was introduced through the returned microcatheter and a strong resistance was felt; the delivery wire was unable to go through it. When the microcatheter was flushed, it was observed that several dried blood residuals were coming out from the inner body of the microcatheter. Then the delivery wire was introduced again through the microcatheter and it was able to trough it without any difficulty. The stent was removed from the microcatheter hub and observed under vision system and no damages were found. The ID from the mc was measured and was found within specification. Although based on the available information the exact cause of the event could not be determined, with functional testing of the returned devices, the inability to insert the enterprise delivery wire through the prowler microcatheter was confirmed and was due to blood accumulation in the body of the prowler. The stent was found deployed in the hub of the microcatheter. If the introducer is not fully seated in the hub of the microcatheter during withdrawal of the enterprise system the stent will expand as exits the catheter shaft into the hub. The returned devices did not present with any indications of manufacturing defect or anomaly. The records indicated that the enterprise vrd system met specification prior to shipment; the records of the prowler could not be reviewed since the lot number is not known. Procedural factors including maintenance of an adequate continuous flush, as required per both the enterprise vrd and prowler microcatheter instructions for use, appears to have contributed to the event. Therefore, no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 & 1058196-2012-00262.

Event description:
During the coil embolization procedure of the vertebral artery aneurysm (not calcified and not tortuous), when advancing an enterprise vrd (enc452812/10106627) in a prowler microcatheter (catalog and lot unknown), severe resistance occurred at the distal section of the microcatheter. Both the vrd and the microcatheter were safely withdrawn as a unit and the procedure was continued using new products. Afterwards, the procedure was completed with no further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. The complaint products are going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
A non-sterile microcatheter prowler select plus was received coiled inside of a pouch, in the same pouch was received an enterprise device. The hub was inspected and a stent was found inside of it. The rest of microcatheter was inspected and no damages were noted on it, just residues of dry blood can be observed on it. The hub of microcatheter was inspected under a microscope and the stent found on the visual analysis was confirmed. The ID from the mc was measured and was found within specification according to document (B)(4) the microcatheter was flushed using a lab sample syringe nipro and residues of dry blood were expulsed of the microcateter, however the enterprise lab sample can pass through of the device, slight resistance/friction was felt when the enterprise lab sample was passing through of the received device, but this appears was caused due to the residues of dry blood found inside of the microcatheter. A functional test was performed with the received enterprise device (without stent) under the (B)(4), and it can pass through of the received microcatheter without difficulty. The DHR could not be perform due to the lot number was not provided. The reported failure as "catheter- obstructed" was not confirmed during the functional analysis. The failure experienced by the customer appears was due to the residues of dry blood found in the device but this could not be conclusively determined; however this failure could not be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Therefore no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 & 1058196-2012-00262. Additional information will be submitted within 30 days of receipt.